Event description:
This is filed to report the clip opened while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. An xtw clip was implanted, but shortly after deployment the clip opened from fully closed (0-4 degrees) to 10 degrees. The clip remained stable on the leaflets. An additional clip was implanted and the procedure was complete with an mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement (clip opened while locked) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the additional clip was implanted to further reduce mr, not to stabilize the first clip. There was no clinically significant delay. No additional information was provided.